Event description:
It was reported that during a laparoscopic hernia procedure, the jaws on the clipper would not open after they had been clipping. They would not work again. It is unknown if the device was closed on tissue. Another device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.